Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the white blood cell (wbc) port of the blood sampling valve (bsv) was disconnected. The fse trimmed and reattached the tubing; the instrument performed without leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was generating low vacuum errors and approximately 1000 mls of fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.